Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a non-medtronic 0.035 guidewire was used. Severe difficulty was experienced during advancement. While in the process of advancing the device to the target area, the stent became caught on calcium which stripped the stent off the balloon while crossing the aortic arch prior to reaching the target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a visi pro balloon expandable stent system with a 6fr sheath during treatment of a 30mm calcified lesion in the patient¿s mid common iliac artery of diameter 8mm. Moderate tortuosity and calcification are reported. Lesion exhibited 80% stenosis. IFU was followed. Device prepped without issue. Resistance was encountered during advancement of the stent system. It is reported that stent dislodgement occurred during removal following failed delivery. The sheath was upsized, and a snare was used to remove the dislodged stent. Patient to be scheduled for an endarterectomy and iliac stent will be placed at that time.